Event description:
The customer reported the system displayed collimator iris too large error. No pt injury was reported.

Manufacturer narrative:
A ge representative conducted an on side evaluation. The problem was verified. Reseated ffb and recalibrated collimator. Tested unit and found system to be functioning as intended.